Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) year old male patient contacted zoll customer support to report that he has not been wearing the lifevest (lv). The patient reports that the device irritates him; he sweats a lot and chaffs. Zoll customer support recommended using hydrocortisone cream and speaking with a physician. F/u with the patient the next day indicates the irritation has developed into open sores. Zoll customer support attempted f/u numerous times with the patient between (B)(6) 2012 but was unsuccessful. As of (B)(6) 2014, patient was still not wearing the lv. Zoll customer support decided to end use for the patient.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.